Event description:
It was reported that when using the bd pyxis¿ es server, the station was loaded; however, no data was reflected on the server. No communication issues were observed on the server side. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station required manual recovery due to data sync errors. A technical support specialist (tss) dialed in to the station and reviewed logs, identifying data sync errors indicating an invalid upload change tracking value that required manual recovery. Further log analysis confirmed repeated retry errors. Following knowledge article, "manual recovery required - datasyncinvaliduploadchangetrackingvalue", the manual recovery procedure was performed, including restarting the data sync service and monitoring logs until the no variation in change tracking version message appeared with no further retry errors. Access to the required application servers was completed, server synchronization was verified successfully, and final configuration steps were performed by updating the sync change tracking chunk size from 1001 to 1000. The recovery process was completed successfully, and the device was confirmed to be syncing properly. The system functioned as intended after the technical support specialist troubleshot the device.